Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient was having his vns system removed due to infection at the generator site. The generator and lead were removed on (B)(6) 2016. Cultures were reported to have been taken. A review of the DHR for the generator and lead revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative provided that the surgeon advised the infection is not clearing and the portion of the lead which was not removed will be removed also. Cultures from the initial infection were reported to be gram positive s. Aureus.